Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device was discarded, and no evaluation of the device could be performed, cause was unable to be established. The gore® excluder® aaa endoprosthesis instructions for use warns against covering significant vessels. Also, according to the IFU, potential adverse events that may occur and require intervention include improper component placement and occlusion of the native vessel.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during the procedure the right internal iliac artery was partially covered by the contralateral leg component. The coverage was unintentional and not planned. The physician attempted to fix the partial coverage using a balloon catheter. Reportedly the physician tried to push up the distal end of the contralateral leg component, however the coverage was still seen. The physician then elected to monitor the partial coverage, as there was blood flow to the right internal iliac artery. The patient tolerated the procedure. It was reported that on a fluoroscopic image a bolt and screw implanted on the patient¿s back bone (from a previous surgery) was overlapped with the iliac bifurcation. Reportedly this made the bifurcation difficult to clearly see on the image. It was also reported that the physician pushed up the catheter during deployment of the contralateral leg component to avoid covering the right internal iliac artery.